Event description:
It was reported that a patient underwent a gynecological procedure for symptomatic rectocele and stress incontinence on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion, extrusion, urinary and bowel problems, recurrence, dyspareunia, and vaginal scarring. She underwent a revision of the anterior wall on (B)(6) 2009. On (B)(6) 2012 the patient underwent removal of the eroded mesh.

Manufacturer narrative:
(B)(4): it was reported that on (B)(6) 2012, the patient underwent excision of the anterior vaginal mesh exposure, a posterior colporrhaphy, a perineorrhaphy and a mini-arc suburethral sling.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Dyspareunia. Recurrence. Urinary/bowel problems. (B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient concurrently underwent laparoscopic tubal ligation.